Event description:
It was reported to philips that the device failed testing due to a depleted battery. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl. The service technician doing a preventive maintenance found the device failing testing due to a depleted battery. There was no patient involvement. The service technician doing a preventive maintenance found the device failing testing due to a depleted battery. The device needs a battery. However, since the device is end-of-life (eol) since 31dec2017, parts through philips are not available. Based on the information available and the testing conducted, the cause of the reported problem was a depleted battery. The reported problem was confirmed. The customer is seeking a replacement battery. Once the battery is replaced the device will be fully operational. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device battery is insufficient. There was no patient involvement.